Event description:
(B)(4). Same case as MFR report #: 2134265-2010-04624. It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. The index procedure treated two target lesions. The 1st lesion was a 80% stenosed, 2.5x10mm target lesion located in the 1st obtuse marginal branch. Treatment consisted of pre dilation and the placement of a 2.5x16mm taxus liberte study stent resulting in 0% residual stenosis. The 2nd lesion was a 95% stenosed, 3.0x25mm target lesion located in the proximal left circumflex artery extending to the distal circumflex. Treatment consisted of pre-dilation and the placement of a 3.0x32mm taxus liberte stent resulting in 0% residual stenosis. Post the index procedure but prior to discharge the patient experienced a non-st myocardial infarction. No action was taken to treat the event. The patient was discharged the next day on aspirin and prasugrel. Per the physician, the event was listed as "possibly related" to the study devices.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer. The complaint device was not returned; therefore, product analysis was not possible. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).